Event description:
Additional information was received from the patient and it was reported that they took course of antibiotics as a step to resolve the low-grade fever and incision leaking. The patient reported that the low-grade fever and incision leaking had been resolved.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received regarding patient with a procedure date of (B)(6) 2016. The consumer reported having a low grade fever and the incision was leaking. Additional information received from the healthcare provider indicated that they saw the patient on (B)(6) 2016. There was no erythema, cellulitis, or drainage at the incision at this time. The patient had been given antibiotics and a urine culture was obtained. They noted that a possible urinary tract infection could have been the cause of the fever and incision leakage.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.